Event description:
It was reported that the patient has been passing out and this has been occurring for a few weeks. The patient has fallen about 5 times and does not remember hitting the floor. The patient was referred to their physician and the patient noted that their physician commented that the issue might be heart related. The patient was going to send a device report via their home monitoring system. The cause of the issue remains unknown. Additional information was requested and no further information is known. If additional information is received, this report will be updated.